Event description:
The customer reported to olympus, during five (5) unspecified procedures involving the subject device, the balloon dislodged and had to be removed from the airway. The customer also reported in a different procedure, the distal end of the scope was found to be broken; the plastic distal end broke off, where it holds the knob onto the distal end of the scope; and no patient harm/injury. The reported events are captured in 6 complaints as follows: (B)(4) is for the scope and broken distal tip. Event 1: balloon dislodged: (B)(4) complaint for scope, (B)(4) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 2: balloon dislodged: (B)(4) complaint for scope, (B)(4) complaint for balloon. There were no apparent abnormalities in the appearance of the scope/balloon prior to the start of the procedure. The balloon appeared intact, properly secured, and functioning prior to the case. The balloon was retrieved (intact) from the airway using biopsy forceps. There have been no adverse effects to the patient as a result of this occurrence. The patient's current condition is stable and discharged without incident. Event 3: balloon dislodged: (B)(4) complaint for scope, (B)(4) complaint for balloon. Event 4: balloon dislodged: (B)(4) complaint for scope, (B)(4) complaint for balloon. Event 5: balloon dislodged: (B)(4) complaint for scope, (B)(4) complaint for balloon. This event is for event 5: balloon dislodged: (B)(4) complaint for balloon. (B)(4) complaint for scope.